Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced lightheadedness, retraction of upper limbs and undesired sensations while charging their deep brain stimulation (dbs) system. A database analysis performed identified a bluetooth fault when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient delivering therapy and charging with no additional issues.

Event description:
It was reported the patient experienced lightheadedness, retraction of upper limbs and undesired sensations while charging their deep brain stimulation (dbs) system. A database analysis performed identified a bluetooth fault when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient delivering therapy and charging with no additional issues.

Manufacturer narrative:
Correction to initial emdr in blocks: e3, h6, h7, h9, and h11. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.